Event description:
It was reported that the patient underwent a plif at l4-5, with peek cages at l4-5 and rhbmp-2/acs. (B)(6) 2010- operation: repair of cerebrospinal fluid leak. "On exploration, it was clear that the peak cage had retropulsed slightly. There was direct compression in the area of the l5 root." "A redo laminectomy was performed on the patient's right side after exposure of the transverse process of l4 and l5. This was done with bone graft and infused." (B)(6) 2010- preop dx: post fusion at l4-l5, left l5 radiculopathy. Procedure: exploration of fusion at l4-5, redo laminectomy at l4-5, removal of interbody cage at l4-5, redo lateral transverse process fusion at l4-5. (B)(6) 2010- discharge summary- impression: removal of retropulsed peek spacer at the l4-5 level. 1/19/2010- MRI imaging showed residual protrusion of disc and/or spacer in the canal and in the lateral recess with displacement of the left l5 nerve root. Moderate left exit stenosis. (B)(6) 2010- it was reported that the patient was disabled. She had retropulsion of peek spacer at l4-5. Peek cage moved and is impinging on left side of l5. (B)(6) 2012- MRI report- MRI showed previous surgery at l4-5 with a recurrent herniation probable nerve root compression on the left.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009:patient presented with preoperative diagnosis of spinal stenosis l4-l5, spinal instability l4 -l5, left lumbar radiculopathy l4-l5, extra dural cyst l4-l5 and underwent laminectomy bilaterally with foraminotomies l4-l5, removal of extra dural cyst, harvest local bone graft, lateral transverse process fusion l4-l5, posterior lumbar interbody fusion, placement of peek cages, percutaneous pedicle fixation using the globus system. Intraoperative neural monitoring used throughout the procedure. Per operative report ¿¿.bone harvested was placed on the transverse process of l4 to l5 after decortication. This was mixed on the patient¿s left side with rhbmp-2. From a left sided approach the disc was cut with a blade and removed with pituitary rongeur. End plates were sharply debrided. The space was serially distracted to 11 mm. An 11 mm peek cage was then filled with rhbmp-2 and tapped into interspace.¿ there were no complications.

Event description:
It was reported that (B)(6) 2009 the patient underwent posterior lumbar interbody fusion in which rhbmp-2 was used.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.